Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse event of an umbilical hernia, which required surgical intervention. While there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction caused the event. The liberty select cycler cannot be excluded from having a possible contributory role in the creation or exacerbation of the umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures (1), and the surgical introduction of the pd catheter also increases the risk of hernia formation (2). Should additional information become available, this clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis (pd) patient was reported to have undergone a scheduled umbilical hernia surgery for a pre-existing hernia. Upon follow up, the pd registered nurse (pdrn) confirmed the surgery was unrelated to the patient's pd therapy in general and not related to the use of any fresenius device(s) or product(s). The patient had the hernia repaired on (B)(6) 2019. The pdrn is unsure if it was pre-existing before pd start date of (B)(6) 2017. She confirmed the patient did previously have a 2nd hernia surgery for the same location on an unknown date. There was no specific iipv, overfill, or device related issue identified as a cause of the relapse, however, the pdrn mentioned the patient has experienced multiple issues with handling the cassettes and receiving alarms from the cycler (all of which were called in to fmc and reported per pdrn). The patient is now recovered and currently treating in-center. Patient's co-morbidities include hypertension, diabetes, and (B)(6).

Manufacturer narrative:
Corrected information: event information.